Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 codes: health effect - clinical code - e0750 ventilator dependent.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. The patient experienced a hyperglycemic event which occurred on an unspecified day after the senor was inserted into the abdomen. On (B)(6) 2024, the patient woke up, felt like she was going to ¿pass out¿ and called 911 due to her bg (blood glucose) level being high (no specific value was reported). The patient was also wearing a tandem insulin pump. The patient could not recall anything that occurred prior to calling 911. The patient also lived alone, therefore, there was no one else that could help with the timeline of events leading up to the patient¿s 911 call. Ems (emergency medical services) arrived, and the patient was barely conscious but heard ems tell her that her bg meter reading was around 900 mg/dl. The patient then lost consciousness and was transported to the ER (emergency room). The patient suffered cardiac arrest and required 10 minutes of cardiopulmonary resuscitation (CPR) to be revived. The patient was then put on a ventilator. At some point, the patient was flown in a helicopter to another medical facility due to her condition. The patient also ended up suffering several small strokes, as well as pneumonia. The patient was treated with insulin, ¿sugar water¿, and unspecified IV fluids. The patient was in the hospital from (B)(6) 2024. Due to the severity of this event, the patient has a limited memory about what occurred leading up to and during most of this event. The patient was not clear on what contributed to this event and that it may have been related to the dexcom and/or her tandem insulin pump. The patient was in stable condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 06/13/2024. The performance data was reviewed for the date of event. The logs indicate that the sensor session was started on (B)(6) 2024 at 8:56 pm. The user wore the sensor for 10 days exactly and the sensor session ended on (B)(6) 2024 at 8:56 pm when the sensor expired. No additional sessions were started leading up to the incident on (B)(6) 2024. The allegation was undetermined. The probable cause could not be determined. Additionally, tandem was contacted and data from the tandem pump was requested for the date of event. Tandem indicated that they have no data for the device in use for march or april of 2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).